Event description:
As reported: "fracture of the left femoral shaft. When removing the axsos, the screw did not come off and the driver broke." "Extension of operation time and expansion of incision."

Manufacturer narrative:
Correction: refer to d9/h3, results & conclusion codes. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications. Do not hit instruments unless they are specifically intended for impaction. Always treat the instrument carefully to avoid surface damage or alterations to the geometry. The design of the instrument must not be modified in any way. The stryker "instructions for cleaning, sterilization, inspection and maintenance" (literature number l24002000) help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. Before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other. During the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device disposition is unknown.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "fracture of the left femoral shaft. When removing the axsos, the screw did not come off and the driver broke." "Extension of operation time and expansion of incision."